Event description:
It was reported that (1) device was used during a low anterior procedure. It was reported by the affiliate that the purse string was tied to the head of the cdh29, then it was inserted transanally as per usual and trocar passed through rectal stump. The head of the device would not click and engage into the trocar. After several minutes of trying, a second cdh29 was opened and the case completed without incident. On inspection, the device head was found to be loose as per the surgeon's description. However the integrity of the device was found to be damaged due to the fact it had been sterilized. The consequence to the pt was a hole from initial spike insertion through rectal stump could not be found. Therefore possibility that a hole is outside the staple line as the surgeon is to keep affiliate informed on pt's progress, but thinks pt will be ok.